Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient required a revision of their lead because the ¿stimulation was not in the correct place.¿ a supplemental report will be filed if additional information is received.